Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin. Net transmissions. Transmission revealed the patient's pacemaker was found to have loss of capture episodes. The patient was brought into the clinic on 4 mar 2024 and programming changes were done to resolve the issue. The patient had no adverse consequences.